Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a tatme, the blade tip was broken off outside the patient when the nurse wiped the blade tip. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device was to be returned but is now not being returned per customer/affiliate as device was discarded.